Event description:
It was reported that patient¿s device in her left chest ¿dropped and slipped down.¿ the reporter stated that the patient had been freezing up and never did before. The reporter wanted to know what this meant. The reporter mentioned that the patient was at the health care provider¿s (hcp) ¿last week¿ but the device was not checked. The reporter and patient told the hcp but he ¿seemed very vague.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID; 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).